Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On november 22nd, the user contacted dario to report inconsistent and high blood glucose (bg) readings. The user reported receiving inconsistent and high bg readings from his dario meter. The user mentioned that this occured with more than one strip cartridge. The user reported that on november 22nd, he received a bg reading of 138 mg/dl. Following this reading, the user retested using a new strip cartridge and received a bg reading of 98 mg/dl.